Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the lower case and battery drawer cover were broken. It was noted that the ventricular output connector was broken, the main printed circuit board (pcb) had a backlight issue, connector on the main printed circuit board (pcb) and was out of specification electrical. It was noted that the upper case was broken around the ventricle encoder, part of keypad window sealant had peeled off, six plugs were damaged and both wires on the liquid crystal display (lcd) were pinched with wires exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery door. The product has been returned for service. There was no patient involvement reported.